Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. Roughly one year later, the patient returned to the hospital and echocardiography showed that mr had increased to an unknown grade. The clip remained stable on the leaflets and the physician stated that the recurrent mr was due to a progression of disease. On (B)(6) 2020, a second mitraclip procedure was performed to treat mr with a grade of 4. Prior to inserting a clip, the physician stated that the patient had a very restricted anterior leaflet. One clip was implanted medially of the previously implanted clip; however, roughly ten minutes later, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda an additional clip was implanted, reducing mr to a grade of 3. Due to the restricted anterior leaflet, the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported single leaflet device attachment (slda) is the result of patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.